Manufacturer narrative:
Other relevant device(s) are: product ID: 9733823, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733823, serial/lot #: unk. A medtronic representative went to the site to test the equipment. Testing revealed that the system could not communicate with the microscope after inserting the microscope connection. A new cable was cross tested and the navigation system worked with the microscope well. The cable was replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the microscope was connect correctly, but the system could not communicate with the microscope.